Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed which found that the device made an unusual grinding noise. It was determined that the device became very hot and would not hold the 0.6 mm wire correctly. During service/repair, it was determined that the bearing was damaged, the parts were corroded and there was discoloration on the housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary pelvic surgery on a canine, it was observed that the quick coupling device made a loud crunch noise and it became really hot. There was a ten to fifteen minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.